Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the 32mm x 2.75mm taxus element stent delivery system was unable to cross an unspecified lesion. No patient complications were reported. Device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). A visual and microscopic examination of the returned device identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned and some of the struts were slightly raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Visual examination of the device found the hypotube was severely kinked at 760mm and 990mm distal to the strain relief. Several smaller kinks were noted along the length of the device and the device was in a curled up like shape. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).